Manufacturer narrative:
The insulin pump had blank display due to moisture damage on lcd board and mb. Unable to perform idle current test, run current test, self test, off no power test, displacement test and sensor test due to blank display. The pump was received with minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump¿s screen was blank. The customer¿s blood glucose level was 156 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.